Event description:
At 1500 hours during a proctoring session a pt underwent implantation of a 36mm asd device. Difficulty was experienced during measurement of the defect with the sizing balloon; however, on the third attempt a slim waist of 31-32mm was measured with a small rim towards the aortic valve. Correct implantation was achieved on the first deployment of the device and was confirmed on fluoro and echo. At 1900 hours, the physician was notified that the pt's pressure had decreased, the heart rate had increased, and the peripheral extremities were cold. The physician proctoring recommended an urgent ultrasound; however, there was no one at the hospital who could do the ultrasound and equipment was not accessible. At 2000 hours, the pt had not improved. At 2100 hours, the pt expired. On the day following the death, an autopsy revealed 500ml of blood in the pericardial space and circumflex coronary artery, and 200ml of blood in the pleural space. The cause of death was reported to be consistent progressive pericardial tamponade, reuslting from an accidental 1-1.5mm perforation of the right upper pulmonary vein. The perforation possibly occurred during the repeated manipulation of the sizing balloon or manipulation of the 12f delivery sheath over the guidewire and dilator. Digital photos revealed the device remained at the implantation site, despite one hour of resuscitation attempts.